Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse tested the unit by replacing the executive processor and the thermal printer, and the unit is working fine without any alarms. But the repair is in process and awaiting approval from the customer regarding the quotation. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient it was observed that the clock stops working on the cardiosave intra-aortic balloon pump (iabp) when powered off, but when powered on the clock continues to run. No patient harm, serious injury or adverse event was reported.

Event description:
N/a.